Event description:
Stent was located within the lesion, but balloon could not be fully inflated. Stent slipped off the balloon and was fixed elsewhere in the pt's body by another balloon. Sds with defective balloon was withdrawn and will be returned for analysis. The original target lesion was provided with a second stent without problems.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.